Manufacturer narrative:
.

Event description:
The pt experienced shocking and jolting sensation. All impedances were greater than 3600 ohms. The pt was still able to use the system. The pt continued to feel stimulation when the device was on or off, but it was not covering his pain like it used to. The pt was referred to a neurosurgeon for revision of the device. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.